Manufacturer narrative:
Batch review performed on 01 april 2019: lot 170012: (B)(4) items manufactured and released on 22-jun-2017. Expiration date: 2022-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by medacta r&d project manager: visual inspection shows ha layer not absorbed on the proximal region. This is in line with the loosening diagnosis. Clinical evaluation performed by medacta medical affairs manager: femoral component revision surgery occurred 2 years after primary cementless total hip arthroplasty in a (B)(6) man. Radiographic images provided show the presence of radiolucent lines in gruen zone 1 and signs of stress shielding. No information concerning comorbidities and general patient health is available. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed 1 year and 11 months after the primary due to stem loosening. The surgery was completed successfully.